Event description:
It was reported to the MFR that an s8 device caught fire where the cord connects.

Manufacturer narrative:
There was no adverse event reported for this incident. The engineering eval of the returned unit identified the root cause of the failure as the ac appliance inlet connector solder joint in the power supply unit. The result of this failure was a brief external flame that self-arrested and did not require external intervention.